Event description:
It was reported that an unspecified elastomeric device was found with the blue winged cap not completely screwed on. The issue was identified while removing the device from its bag, resulting in leakage and exposure to the chemotherapy solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.